Event description:
(B)(6) of 2016 I had a knee replacement at (B)(6) in (B)(6), and in (B)(6) of 2016, the depuy medical device came apart within my knee, and dr. (B)(6) stated I needed another replacement in that same right knee. In (B)(6) of 2016, dr. Holmes put in another depuy medical device, and I have suffered extreme pain, swelling, stiffness, weakness, my knee locks up, I am unable to stand for long periods of time, and I can not sleep because of the pain. I have seen dr. (B)(6) and he says there is nothing he can do.